Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaint reported in the lot number. Add'l info was requested on 09/01/2009 by fax and mail. A completed questionnaire was received on 09/02/2009. (B) (4). Photophobia. (B) (4). (B) (4).

Event description:
A consumer reported experiencing photophobia and that both eyes water following bilateral intraocular lens (iol) implant surgery. He stated having great vision. His surgeon told him that the surgeries were uncomplicated and the iols look good and were positioned correctly. The consumer was treated with medications. In a f/u, in the surgeon's opinion, the iol did not cause /contribute to the event and the event is expected to resolve with treatment. The surgeon reported the pt as having dry eyes. There are two medical device reports associated with this event. This report is for the right eye.